Event description:
Additional information received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) indicated that it was not known if telemetry interruption had occurred. Pump logs was available and attached. The cause of the code 99 was unknown. An update from the physician on 2026-mar-31 indicated that the patient was on therapy and the pump was working normally with no pump alarms. Everything seemed to be normal. According to the attachment provided, the patient was receiving morphine 5.0 mg/ml at a dose of 4.0048 mg/day. In the system events log, the following was observed: 2026-jan-23 at 13:57 - critical alarm - engine stop of the pump occurred (03) 2026-jan-23 at 14:40 - repeal of the pump motor stops (1a) 2026-feb-16 at 13:32 - critical alarm - engine stop of the pump occurred (03) 2026-feb-16 at 14:09 - repeal of the pump motor stops (1a) 2026-feb-27 at 13:31 - critical alarm - engine stop of the pump occurred (03) 2026-feb-27 at 14:20 - repeal of the pump motor stops (1a) 2026-mar-13 at 08:50 - critical alarm - pump stopped for more than 48 h (04).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving an unknown drug of an unknown concentration at an unknown dose rate via an implantable pump. It was reported that the pump was programmed to minimum infusion rate last week, and on (B)(6) 2026 it was reprogrammed to simple continuous mode. After the first interrogation, the pump showed a motor stall of 0 minutes, and service code 99 was displayed regarding a warning that the pump was stopped and if a pump is stopped for more than 48 hours damage to the pump may occur. Reprogramming was possible without any issues. It is unclear why the motor stall message (service code 99) came up. The issue was resolved after reprogramming the pump to normal infusion without further issues. Factors that may have led or contributed to the issue was indicated as not applicable. No surgical intervention was planned. The pump remained implanted and in-service. The patient was without injury regarding their status as of (B)(6) 2026. The date (B)(6) 2025 is considered an approximate date of pump implant (specific month and year known only). The patient's medical history, gender, and age at the time of the event was unknown or would not be made available.